Manufacturer narrative:
Account degreased and cleaned brake assembly on drive to resolve issue.

Event description:
Account alleged with weight on the bed, it drifts downward slowly. There was a patient in the bed, but no injuries occurred. Bed from ob unit.